Event description:
The customer reported that during an umbilical cyst procedure the unit was turned on and set to 15 cut 15 coag and then the pencil was plugged in. There was a loud noise (like a surge) and the cut was on 250. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.